Event description:
It was reported the single use extraction balloon ruptured during a common bile duct stone extraction procedure. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.